Event description:
On 22-jan-2026, it was reported by a sales representative via (B)(4) that (qty. 3) of an ar-8934bck knotless suturetaks were breaking down near the end on the insert. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is excessive force, misaligned insertion, or prying/leveraging the device during insertion.